Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 12mm x 4.00mm nc quantum apex¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 14 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.